Manufacturer narrative:
We checked the returned unit and confirmed that the bending rubber missing. Based on the result, we concluded that it was caused due to the physical damage applied on the bending rubber. In addition, we confirmed that the distal body broken, and the light guide fiber bundle (lcb) broken; however, they are not the main cause, and/or irrelevant to the alleged complaint. Because we have no time to make gfe, we can not deny the possibility that the bending rubber has dropped in human body. Therefore, based on the technical report ""hr-rpt-0581(bending rubber)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Bending rubber missing.